Event description:
It was reported that during an afib procedure while the physician was obtaining transseptal access a pericardial effusion occurred. A slight drop in blood pressure was noticed and they confirmed effusion on fluoroscopy, intracardiac echo, and eventually, transthoracic echo. No ablation had been performed at the time of the pericardial effusion being found. The case was then aborted. The patient stabilized, no pericardiocentesis or other medical intervention was administered. The physician's opinion regarding the causality of the pericardial effusion was the secondary transseptal puncture. The catheters (including needle and sheath) were in use when the event happened were some bwi ez steer coronary sinus catheter, st. Jude transseptal sheath and needle and boston scientific ice catheter. The patient was still being monitored in the ep lab when the complaint was reported.

Manufacturer narrative:
Concomitant products used during the procedure: c3 external reference patch (product not returned for investigation): model #: d-1283-02, lot #.: unknown. Carto 3 system: model #: m-4800-01, serial #: (B)(4). Regarding the carto 3 system, the customer was contacted by bwi field service engineer. The customer declined system service of the carto 3 system. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure while the physician was obtaining transseptal access a pericardial effusion occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The device was tested and it passed electrical, temperature and generator tests. Also a deflection test was performed and the catheter meets specifications. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The investigation suggests the catheter was not a directly contributor to the effusion since the testing demonstrated the proper functionality of the catheter. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.